Event description:
Related manufacturer report number: 2017865-2022-37619. Related manufacturer report number: 2017865-2022-37620. It was reported that the patient presented in-clinic with the pulse generated that migrated down the chest. A chest x-ray confirmed that both the right ventricular and atrial leads had dislodged as a result. The device and both leads were explanted. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. After the lead was cleaned, torque was applied directly to the connector pin, and the helix could be extended and retracted. The measured helix extension length was within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.